Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system. Both pins broke off in the patient while being extracted.

Manufacturer narrative:
Reported event: a bone pin tip broke during removal from the patient. There was no delay or additional harm to the patient. Device evaluation and results: no inspection was completed as the device was not returned. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 08/25/2016. No non-conformance were identified during inspection. Complaint history review: a review of complaints in trackwise database for p/n 143140, l/n w47889-2 shows (B)(4) complaints related to the failure in this investigation. (B)(4). Conclusions: the part was not returned so physical investigation could not be completed. No additional investigation is required at this time. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system. Both pins broke off in the patient while being extracted.